Manufacturer narrative:
Additional information received from the physician reported the patient was admitted due to an out of hospital cardiac arrest from a choking episode. The patient suffered anoxic encephalopathy as a result despite hypothermia protocol. On admission normal ejection fraction was present. The patient died from cardiopulmonary arrest/anoxic encephalopathy. The physician reported the death was unrelated to the device system and the loss of capture is reported to be related to the patient's medical condition.

Event description:
It was reported by remote transmission the ventricular lead had loss of capture in the stored diagnostics. Further review of the manufacturer's database indicated the patient is deceased and died four days later and approximately four months post implant of the implantable pulse generator (ipg) system. The patient was noted to be in respiratory distress and on a ventilator when the loss of ventricular capture was noted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: (B)(4) implantable pacing lead implanted: 2012 (B)(6); (B)(4) implantable pacing lead implanted: 2012 (B)(6). (B)(4).